Event description:
Inbound. Patient¿s wife reports patient has had 6 cassettes that became unusable with no disposable pump alarms after being used for several hours. Troubleshooting did not resolve, and a new cassette had to be mixed and changed early each time. Patients son discarded 3 cassettes, not knowing they needed to be called in. The three remaining cassettes are lot numbers 4146497 expiration date 2026-05-23, 4189440 expiration date 2026-09-04, and 4189440 expiration date 2026-09-04, issue took place between (B)(6) 2022. No further details provided.